Event description:
During a follow-up in clinic the day after initial implant, dislodgment was reported on the right ventricular (rv) lead. Diagnostic imaging was performed, and lead dislodgment was confirmed. During a revision procedure, the set screw in the device header was stripped which caused failure to remove the rv and atrial leads from device. Both the leads intact with device were explanted and replaced with a new rv lead, atrial lead, and device to resolve event. Patient was stable and was discharged from clinic.

Manufacturer narrative:
The reported event of failure to remove lead from header could not be confirmed. As received, a complete lead was returned in one piece with the helix extended, stretched, bent, and clogged with blood/tissue. Visual inspection found the connector boot to be compressed with a puncture, and the outer coil to be stretched all consistent with procedural damage. Unable to perform the connector insertion test due to the connector boot being damaged as received. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.